Event description:
It was reported to boston scientific that an overstitch nxt was used in the stomach for treatment of class ii obesity in an endoscopic sleeve gastroplasty procedure on (B)(6) 2025. During the procedure, the overstitch nxt loosened from the gastroscope and completely detached after the third suture. The adhesive tapes no longer adhered to the gastroscope. Another overstitch nxt was utilized during the procedure; however, the procedure was not fully completed. Another procedure was scheduled. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a0501 captures the reportable event of cap detachment of device or device component . Imdrf code f1001 captures the reportable event of cancelled/rescheduled - post sedation/sedation unknown. Evaluation summary: the overstitch nxt was not returned for analysis. The customer provided a picture showing the endcap and the straps with evidence of slippage during the procedure. Additionally, it can be observed that the endcap is attached to the gastroscope. The report of strap slippage of device or device component can be confirmed. The reported event of end cap detachment of device or device component cannot be confirmed with the evidence provided. The reported event of cancelled/rescheduled - post sedation/sedation unknown occurred during the procedure and the most probable cause of this reported issue cannot be established due to lack of evidence. With all the available information, boston scientific concludes that the most probable cause is cause not established.

Manufacturer narrative:
Block h6: imdrf code a0501 captures the reportable event of cap detachment of device or device component. Imdrf code f1001 captures the reportable event of cancelled/rescheduled - post sedation/sedation unknown. Additional information: b5: describe event or problem. Correction: g1: manufacturer's contact first name, last name, email and phone number. Evaluation summary: the overstitch nxt was not returned for analysis. The customer provided a picture showing the endcap and the straps with evidence of slippage during the procedure. Additionally, it can be observed that the endcap is attached to the gastroscope. The report of strap slippage of device or device component can be confirmed. The reported event of end cap detachment of device or device component cannot be confirmed with the evidence provided. The reported event of cancelled/rescheduled - post sedation/sedation unknown occurred during the procedure and the most probable cause of this reported issue cannot be established due to lack of evidence. With all the available information, boston scientific concludes that that the most probable cause is cause not established.

Event description:
It was reported to boston scientific that an overstitch nxt was used in the stomach for treatment of class ii obesity in an endoscopic sleeve gastroplasty procedure on (B)(6) 2025. During the procedure, the overstitch nxt distal straps loosened from the gastroscope and completely detached after the third suture. The adhesive tapes no longer adhered to the gastroscope. Another overstitch nxt was utilized during the procedure; however, the procedure was not fully completed. Another procedure was scheduled. No patient complications were reported as a result of the event.